Manufacturer narrative:
Date of event: (B)(6) 2021 was used since event date was not provided. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at nominal pressure, the balloon ruptured. The device was removed from the patient and a pinhole was noticed on the device. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at nominal pressure, the balloon ruptured. The device was removed from the patient and a pinhole was noticed on the device. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B3) date of event updated from (B)(6) 2021 to (B)(6) 2021. (E1) initial reporter city: (B)(6).